Event description:
It was reported that during a laparoscopic cholecystectomy, the clip misaligned when it was fired. The same issue continuously occurred. The device was used on the gall bladder. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2023. D4: batch # a9cu6h. Additional information was requested and the following was obtained: "it is not bleeding, leakage nor damage on tissue, but the bile slightly leaked. It is unknown if the treatment was performed on the leaked site. The operation was completed without the effect on the patient." "Does the surgeon believe that the leaks noted were related to the ethicon ligaclip?=>unknown. If yes, were there any medical or surgical interventions performed? N/a" investigation summary: the product was returned to ethicon  for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed 8 scissored clips due to the misaligned condition of the jaws; finally the instrument locked out as intended. The event reported was confirmed and it is related to improper use of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.